Manufacturer narrative:
H3: the lead, model# 977a260 serial# (B)(6), was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis of the lead revealed they were unable to locate the broken conductor using x-ray or a microscope. The lead was dissected, and they found the distal segment was where the break was located, but it was not at the electrode. Conductor circuit 0 was broken and its circuit was open. Insulation was broken/torn under the electrode at the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was poor connection of electrode number 0. There were no problems with the procedure, and no external factors were found. The connection between the lead and the external neurostimulator (ens) was re-connected several times and checked, but it did not improve. The ens was replaced with a contact of 8-15; however, a connection failure occurred with electrode number 8 at the tip. In order to deny the possibility of adhesion to the tissue in the body, the lead was removed and wiped off, and then reinserted into the body, but it did not improve. A new set was opened and replaced, and the device was used without any problems. The issue resolved. Additional information was received. The cause of the poor lead connect is unknown, there were no problems with the procedure, and no external factors were found. Additional information was received. The product is possessed by japan qa and will be returned. The return status will be updated once available. Regarding if the lead/extension had been tunneled to the ins pocket site prior to being removed and then replaced, it was stated that the lead wire was before tunneling and subcutaneously implanting it. The issue occurred at the test stimulation stage in order to position the lead after puncture. When the lead was checked, the impedances were high.